Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Device history record review for the lot code associated with the stem identified no deviations or anomalies in the manufacturing process. Review of complaint history identified no additional complaints for the part-lot combination for any other patients. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. The device remained in-vivo for approximately 3 years at the time of this event. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a piece of bone chipping off of the femur.